Event description:
The customer reported a cable housing has pulled away, exposing electrical wires. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the cable. The system operates as intended.